Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test and made a clicking noise. There was no reported pt involvement. The device was returned to philips for further investigation. Philips evaluated the device and found that it was unable to deliver therapy. The op check test failed with charge shock errors. The therapy pca was replaced to resolve the failure. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the device failed the op check test and made a clicking noise. There was no reported pt involvement.